Event description:
It was reported a package of "vertecem", cement was colored brown and not the color of grey which is normal. There was no mixing since the cement in the packaging was already discolored and unusable

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found device was received empty, a small leakage was observed on the cap of the device with no appearance of a different color in the mixture. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot # 5a53781; hence the a faulty product was excluded the vertecem v+ surgical technique guide, states the following precaution: ensure a tight fit between the stop-cock and mixing device, but avoid breakage of the stop cock due to the application of excessive torque. Based on the available evidence, a definitive root cause could not be determined. A dimensional inspection for the vertecem v+ cement kit was not performed as it is not applicable to the complaint condition. A functional test was unable to performed due to condition of the received device. The complaint condition was not able to be replicated. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part:07.702.016s. Lot:5a53781. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 09 jan 2025. Expiration date; 01 jan 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.